Event description:
Caller reported they accidentally delivered too much insulin while connected to the pump. The blood glucose level was 101 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.